Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the insufflation unit had internal liquid in the hose. The problem is immersion of unknown black liquid in the hoses inside. The issue occurred during preparation for use for a therapeutic laparoscopy procedure. No other devices were involved or replaced during the event. There was no delay in the procedure; the planned procedure was completed. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.